Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction suspected. The patient was doing well postoperatively, and all device components were discarded by the medical facility and will not be returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 20735163.